Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6. This record is no longer reportable to the FDA and will be unreported.

Event description:
Upon further review, it has been determined that the previously reported event of rupture did not occur and belongs to the contra-lateral side record.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the right side. The device has been explanted.